Manufacturer narrative:
Review of the manufacturing records showed that the device was manufactured and released according to all applicable procedures.

Event description:
Reportedly, a lead revision was performed in (B)(6) 2014. Since a new dysfunction was observed in (B)(6) 2017, the subject device was replaced.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a lead revision was performed in (B)(6) 2014. Since a new dysfunction was observed in (B)(6) 2017, the subject device was replaced.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a lead revision was performed in (B)(6) 2014. Since a new dysfunction was observed in (B)(6) 2017, the subject device was replaced.